Event description:
This summary was compiled from procedure notes provided by the facility: a philips representative was present in a lead extraction procedure which commenced to remove a right ventricular (rv), right atrial (ra) and left ventricular (lv) due to bacteremia. Spectranetics lead locking devices (lld's) were inserted into each lead to provide traction to aid in extraction. In addition, multiple spectranetics tools were in use during the procedure. It was reported that the patient had a pre-existing pleural effusion noted at the start of the case, and a right sided chest tube was placed out of precaution. It was confirmed that no spectranetics devices were in use at the time the effusion was noticed. The physician began by using a 14f glidelight laser sheath, then switched to a tightrail 13f sub-c rotating dilator sheath. The physician then upsized to a 16f glidelight device. A byrd dilator sheath 11.5f was inserted into the subclavian vein over the ra lead. The physician then alternated tools between the tightrail sub-c device and the 16f glidelight device. While the 16f glidelight was in use, the ra lead was ultimately removed. The 16f glidelight device was reinserted then removed, and a 12f glidelight device was used to extract the lv lead. The lv lead was removed and the patient's blood pressure dropped. An injury to the coronary sinus was identified. A pericardial window was performed, with an incision made in the sub-xiphoid area and sternum. Tamponade subsided, and the effusion was relieved. The posterior aspect of the pericardium was packed with mesh soaked with thrombin and a pericardial drain was placed. Then the 16f glidelight was inserted, working to remove the rv lead. The rv lead was removed successfully. Re-implantation of a new system was completed at that time. The patient survived the procedure and transferred to ctcu. There was no alleged malfunction of any spectranetics device in use. This report is being submitted to capture the coronary sinus injury which was identified after the lv lead was removed and the 12f glidelight device was in use.